Event description:
It is reported that during surgery in 2006, the surgeon was not able to get the tibia to seat with the drop down stem plug in place. The surgeon implanted tibia without drop down stem plug.

Manufacturer narrative:
Evaluation summary: returned drop down stem plugs were evaluated for their assembly to mis tibia plate and found to be working as intended. It is likely, the poly plug was not seated to its full depth into tibia plate and bone cement came into plug hole on back side. And when attempt was made to insert plug, it may not have gone all the way down and proximal part may sit proud of tibia surface resulting in articular surface not seating with plug in place. Evaluation: both drop down stem plugs exhibit slight burnishing around outer surface of device heads. Devices meet specifications as measured. Device history records are intact, conforming and indicate manufacture to specification.